Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 310cc saline breast prosthesis, cat. #3503310, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 330cc saline breast prosthesis that deflated after implantation. Deflation was discovered during surgery. Patient also experienced capsular contracture (baker grade unknown). As a result, the patient underwent explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2018. In addition, it was reported that the patient visited the doctor after explantation and patient said that she had the accompanying symptoms of swelling and pain on the left side.

Manufacturer narrative:
On 06/07/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Black material was observed on the shell surface. The product evaluation (pe) team discovered two rents. Rent a and rent b measuring approximately 0.3 cm on the posterior aspect. Rent a was noticed within a crease. No other anomalies were discovered. The device history record (DHR) for lot number 266447 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Pe concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was originally reported that the suspected medical device had deflated. However, additional information received by the initial reporter states that the device was intact. In addition, initial reporter clarified that the capsular contracture that the patient developed was baker grade iii. On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).